Event description:
It was reported that the head of a 25lpa handpiece became hot and burned patient's cheek. The patient was administered zithromax and "zycoprofen" and was instructed to use peridex oral rinse. During a follow up call with the doctor's office by the manufacturer on 10/12/06, it was reported that the patient had experienced pain/discomfort for 21 days and that the burn had left an indentation on her cheek.

Manufacturer narrative:
The actual unit involved in the incident was returned for evaluation. The head of the handpiece was observed to have dents in the location of the back cap and water spray plate. While running the handpiece, the head became hot due to the mechanical friction created between the running gears and the dents in the head. The unit was disassembled for further inspection. Visual inspection revealed that there was a light residue inside the handpiece. A cautionary statement is included with each unit which states that electric micromotors generate significantly more power than traditional air turbines and air motors. Due to increased torque and speed, poorly maintained, damaged or misused handpieces can potentially generate frictional heat capable of causing serious burn injuries to the patient. It also states that the head of the attachment should not be used as a cheek or tongue retractor.